Event description:
The trilogy 200 ventilator was returned to the manufacturer service center for recertification and preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation, it was noted that the device returned to the technician for additional evaluation due to a failed repair test (pos. Flow verify). The device was recalibrated to resolve the issue. There were no significant event(s) in the error log(s). Additionally, during the service of the device, components were only replaced as part of maintenance of the device. The device passed all testing.